Manufacturer narrative:
The device was received for evaluation. Output measurement and sensitivity testing revealed no loss of output or sensing anomalies. Evaluation of the device header found no defect that could contribute to the complaint of no output or noise. The device was received at elective replacement battery voltage. Analysis of the device image determined this battery level had been reached after the device was explanted. The implant duration exceeds the total projected longevity based on field settings and indicates normal battery depletion.

Event description:
During an explant procedure for normal battery depletion, electrocautery was used which resulted in noise and a loss of pacing. The patient was pacemaker dependent. The device was programmed to emergency vvi pacing to resolve the event. Electrocautery was discontinued and the device was explanted successfully. The patient was stable following the procedure.